Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the pump failed to deliver due to anatomy despite all efforts and wire exchanges. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following: section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ d4-corrected model number.

Event description:
The user facility reported there was an inability to deliver an impella cp device for the support of a patient with a high-risk percutaneous coronary intervention procedure. The pump failed due to anatomy despite all efforts and wire exchanges. There was no report of patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.